Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with 10 units of insulin. The customer had symptoms such as thirstiness and urination. The customer stated that she also had a no delivery alarm. The customer was assisted with inserting the plunger back into the reservoir and manually push insulin. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.